Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received a stuck button error alarm. Customer called with keypad anomaly. Customer stated they pressed a button for 3 minutes and stuck button alarm occurred. Insulin pump was exposed to high altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 10:59:06.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and missing display window cover. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to corroded keypad traces. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2021 10:59:06.000 in pump downloaded history.